Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on september 14, 2023 mentor became aware that the incorrect manufacturing record evaluation (mre) statement was placed in the initial report submitted. The correct statement is as follows: since no lot number was provided, no manufacturing record evaluation review could be (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 400cc saline prosthesis (right) and an unknown mentor saline prosthesis (left) experienced right sided deflation and bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade iii. The left sided capsular contracture was baker grade ii. As a result, replacement with unspecified gel implants was performed on (B)(6) 2023. See 1645337-2023-09879 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).